Event description:
It was reported that the patient presented to the emergency room after a syncopal episode. The patient did not sustain any injury but had a heart rate of 40 beats per minute. The device could not be interrogated but end of life was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.